Manufacturer narrative:
One actual sample and thirteen (13) companion samples were received for evaluation. A visual inspection was performed and noted one bag with the spike port cap loose inside of the packaging. Functional leak testing was performed on the companion samples and one sample leaked from the port. The reported condition was confirmed, the spike port cap was loose inside the packaging. The cause of the condition could not be determined. A batch review was conducted and this lot was the subject of rework under an availmed local CAPA for particulate matter. This was determined to be unrelated to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Thirteen samples were received for evaluation. A batch review was performed and found that during manufacturing, a leak test had failed due to the spike not being submerged in the proper amount of cyclohexane before application of the spike. All affected units were scrapped and the lot was released per procedure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva total parenteral nutrition (tpn) bag was leaking from an unspecified location. There was no patient involvement. No additional information is available.